Event description:
During the procedure the shaft of this device ruptured. However, the physician was able to complete the procedure with this device. The pt is reported as fine and the device is being returned for co's analysis.